Event description:
This rv lead was implanted on (B)(6) 2007 and remain implanted at this time. A call was placed to technical services on (B)(6) 2016 reportedly stated that rv lead has noise with inhibition of pacing of less than two second. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).